Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported

Manufacturer narrative:
Implanted: (B)(6) 2004 and/or (B)(6) 2005. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent removal of fixation devices from l3 to s1. Removal of ebi spinal fusion stimulator, battery and leads. Fusion exploration. Redo posterolateral fusion from l3 through s1 with bmp. Replacement of pedicle screw fixation at l3 bilaterally, s1 on the right, and l5 on the left surgeries in which rhbmp2/acs was implanted.